Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. The pulse generator could not be interrogated despite using multiple programmers. No intervention was reported. The patient would continue to be monitored.

Manufacturer narrative:
UDI(di): (B)(4).